Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump kept turning and attempted to change the battery three times. Customer's blood glucose was 136 mg/dl. Customer stats she kept finding turned off. Battery compartment, battery cap, or springs were not missing, damaged, nor corroded. New battery was inserted and display returned. Customer also reported the notch was missing at the top. Customer stated the damage occurred during normal used. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.